Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # a98925. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the eight (8) pouch devices were returned inside it's original packaging unopened. The firing sequence was completed and the device performed as intended; no anomalies were noted. The device was disassembled and no anomalies could be observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch a98925 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/24/2025 d4 batch # unk b3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the string broke when retrieving the pouch in the sterile field. There were no patient consequences.